Event description:
It was reported that during a lap gastric bypass procedure, the device was leaking due to insufflation throughout the case. The patient had a very high bmi. They also had another device leaking and the doctor switched out both devices for insufflation issues and were able to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.